Event description:
It was reported that prior to a procedure, the plastic tube, cone and shield on the tip of the device came off. There were no adverse consequences reported. The tip did not enter the surgical field or fall into the surgical site. The procedure was completed successfully without delay.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.